Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 68901ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending data for the alinity I free t4 assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 68901ud00. However, testing was performed utilizing retained kits of lot 68901ud00. All testing passed indicating the reagent lots are performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 68901ud00 was identified.

Event description:
The customer observed falsely elevated alinity I free t4 results for one sample. The following results were provided: sid (B)(6) initial alinity I free t4 result >5.0 ng/dl, retest 1.31 ng/dl, other results provided: afp 3.96 ng/ml tsh 2.3011 uiu/ml no impact to patient management was reported.